Event description:
It was reported that inappropriate high voltage defibrillation therapy was inappropriately delivered by the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.